Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07090. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 27mm watchman laa closure device and delivery system were used. The closure device was deployed, but it was a little proximal with the mitral shoulder. It was determined to attempt a better position with another closure device and fully recapture the current device. During the full recapture, the access system became severely kinked where the closure device would be unable to be recaptured. They redeployed the closure device in its original position. It met the release criteria, so they decided to release this device rather than attempt another full recapture with the kinked access system. There were no patient complications and the patient is doing well.